Manufacturer narrative:
We are in a process of gathering information about the reported incident. The conclusions will be provided upon the manufacturer's investigation completion.

Manufacturer narrative:
The arjo representative was informed about the event involving the maxi move passive floor lift and clip sling. It was reported that during transfer to the bed, when the patient was raised the sling started to ripped along the seam. As a consequence the patient fell to the left side and hit head on counter top. The customer did not provide information about sustained injuries. The involved sling was not available for the investigation, therefore it was not possible to perform technical expertise, which could indicate the exact cause of the claimed issue. Based on the product knowledge and photographic evidence provided to the record, a few most likely scenarios could be pointed out: the sling could be cleaned not in accordance with the cleaning instruction (included in the instructions for use 04.sc.00-int1_2) recommended by arjo. The assumption that the facility staff did not follow the cleaning procedure cannot be confirmed, due to limited information available. The other probable scenario includes broken stitching due to the application of the external force. The sling could be pulled during the transfer in the opposite direction in normal use which can be caused by the caregiver pulling the straps that way by hand, or, a much higher strain, when the strap/sling has become caught in an obstruction. The third hypothesis might be related to incorrectly sewing of the strap during the manufacturing process. The nonconforming sewing process can be caused due to the coil of wire mixed on the line or temporary disruption of sewing machine parameters cannot be excluded. The above-mentioned scenarios are the most likely ones, however none of them could be confirmed based on the information collected. The sling was not available for the further evaluation. The arjo system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. It was reported that the sling started to ripped along the seam and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the fact the patient fell out of sling.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo representative that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was reported that during patient's transfer left shoulder strap ripped at the seam and as a consequence patient fell of the sling and hit head on table top. Neurological test was provided but according to the facility the injury did not seem severe. No other information regarding patient outcome than initially received has been so far provided.